Event description:
It was reported that a revision was reported due to disassociation.

Manufacturer narrative:
The affected device was returned and evaluated. An inspection was performed by the research and development team. Pitting and wear were observed on the proximal articulating areas of the insert. This was likely caused by the presence of third body debris in the articulation zone. There was also damage on the distal surface of the insert. This damage on the posterior surface of the insert most likely indicates that it was riding on top of the tibial base plate. The anterior lock may not have been fully seated. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.